Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states the palindrome hsi catheter. The customer states the palindrome hsi catheter fell out. The catheter was implanted on (B)(6) 2013 and fell out on (B)(6) 2013. A new catheter was implanted.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.